Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2014 to (B)(6) 2014. We have reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specification. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial investigation of the returned blood pump a defect of the air-side layer of the triple-layer membrane was detected. However, evaluation of the blood pump s/n (B)(4) is still ongoing.

Event description:
The manufacturer berlin heart (B)(4) was informed by the distributor that he received a call from the hospital regarding a suspected defect of the left excor blood pump of a patient supported in bivad configuration. The clinic reported that the membrane of the excor blood pump looks like it is touching the inner surface of the housing when the membrane is in its systolic end position. The clinic exchanged the excor blood pump in question. Berlin heart (B)(4) was informed that the exchange of the excor blood pump had no negative impact on the patients general poor condition of health.

Manufacturer narrative:
(B)(4). The blood pump (s/n (B)(4)) was evaluated by the manufacturer, berlin heart (B)(4). Visual inspection shows padding (air cushion) between 2 layers of the triple layer membranes. A video provided by the site confirmed the sites reported observation that the blood membrane appears to be touching the inner surface of the pump housing. Further evaluation by the manufacturer of the disassembled pump revealed a hole in the driving membrane. The reduced membrane thickness around the area of the hole was detected compared to the other areas of the membrane, also detected, that the membranes are slightly not parallel to each other. The reduction of the membrane thickness indicates that an irregular load of the membrane occurred, most probably caused by the slightly not parallel position of the membranes. This irregular load eventually resulted in a leak at the place on the driving membrane which was most stressed. The blood membrane was stretched by the air cushion in the systolic phase, which may have allowed this layer of the membrane to touch the inner surface of the pump housing. This is confirmed in the video provided by the site. The manufacture has implemented some changes in the production process to mitigate membrane layer defects.